Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that the clinician observed atrial blanking markers after nearly every ventricular sensing or ventricular pacing event, and no r-wave measurement was available during sensing tests with the device. In addition, far field r-wave (ffrw) oversensing had been previously noted. The device and right atrial (ra) lead remain in use. No patient complications have been reported as a result of this event.